Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call the he was hospitalized for low blood glucose. Customer blood glucose was unknown mg/dl. The customer had dosed for lunch but did not eat anything. The customer was taken to the emergency room. The customer reported also that the he had battery issue on his pump. The customer was advised to use energizer alkaline battery. The customer agreed to change his battery when he gets to the last bar.